Manufacturer narrative:
A customer in (B)(6) notified biomérieux of obtaining a misidentification result in association with the vitek® ms instrument (ref 410895, serial (B)(4)). Investigation fine tuning: for instrument s/n (B)(4) (anna), according to the vilink alert tool criteria, a fine tuning was needed during the tests made between (B)(6) 2021 and no fine tuning was needed during the tests made on (B)(6) 2021 (after a new fine tuning). For instrument s/n (B)(4) (elsa), according to the vilink alert tool criteria, a fine tuning was needed during the tests made on (B)(6) 2021. The fine tuning indicators acceptance criteria could be affected by the non-optimal quality of the calibrator spot preparation. In these conditions, it might not reflect the real status of the system. Good fine tuning and good calibrator spot preparation are a prerequisite for monitoring the system with vilink alert tool. Spot preparation quality: the calibrator ¿all peaks¿ values were heterogeneous. Good spot preparation should have relatively homogeneous peaks. Knowledge base (kb) review: based on customer¿s information, the sample is believed to be streptococcus oralis - which is present in the vitek® ms kb v3.2. Rapid ID 32 strep test showed it to be s. Oralis. Optochin test result was resistant, which is inconsistent with s.pneumoniae (for which it should be susceptible). The customer also cultured the organism on a hemolyse type plate, and the result indicated the sample was from an alpha-hemolytic streptococcus species. None of these tests are considered to be a reference method (i.e. Sequencing), thus the official organism ID is unknown. Sample data analysis: instrument s/n (B)(4) (elsa) - reprocessing the customer data with vitek® ms kb v3.2, spectra led to no identification and a potential misidentification to streptococcus pneumoniae. The tests were done with an instrument for which a fine tuning was needed; this could explain the low number of ¿all peak¿ detected (28 and 35). Instrument s/n (B)(4) (anna) - by reprocessing the customer data (from the same sample) with vitek® ms kb v3.2, spectra led to: no identification; potential misidentification to s. Pneumoniae; and low discrimination for s. Mitis/oralis - s. Pneumoniae. A fine tuning was needed for the instrument from which s. Pneumoniae was identified ((B)(4)- elsa). Tests made on the instrument which did not need a new fine tuning ((B)(4)- anna) gave the expected identification of s. Mitis/oralis and a 'no identification' result. Based on these findings, the identification issues obtained with both instruments are linked to fine tuning which appears to have drifted. During the analysis of the instrument status, it has been noticed that the ¿all peaks¿ values and ¿good peaks¿ values have been decreased rapidly compared to the value observe during the fine tuning. Results can vary based on the slide prepared for the fine tuning (differences in culture, spot technique, varying skill level in operators, etc.). The linear detector values for both instruments are near the maximum value of 3100. When the linear detector is near the maximal value, it becomes less sensitive. Replacement of the linear detector will be scheduled for both instruments. R&d department created a change request ((B)(4)) to improve the future handling of the vitek® ms knowledge base for streptococcus species. Based on customer ¿s information, the sample could be s. Oralis, but a reference identification method is needed to confirm the identification. Conclusion fine tuning has drifted under the vilink alert tool criteria. Local customer service provided the customer with additional training materials to help improve their spot preparation technique. Customer service also provided information regarding vitek® pickme¿ (ref 423551/ 423546) to help with sample spot preparation. Lastly, service suggested the customer perform a new fine tuning that ensures all of the mandatory acceptance criteria are met.

Event description:
Intended use: vitek® ms is a mass spectrometry system using matrix-assisted laser desorption/ionization time of flight mass spectrometry (maldi-tof ms) for the identification of microorganisms cultured from human specimens. The vitek® ms system is a qualitative in vitro diagnostic device indicated for use in conjunction with other clinical and laboratory findings to aid in the diagnosis of bacterial, yeast and mold infections. Description: a customer in (B)(6) notified biomérieux of obtaining a misidentification result in association with the vitek® ms instrument (ref 410895, serial (B)(4)). The customer tested the patient isolate with the vitek® ms and obtained an identification of streptococcus pneumoniae. The customer also tested the isolate using the rapid strep api® test strip and with the optochin disc test method; identification of streptococcus oralis and a resistant optichin result were obtained. The customer confirmed the resistant optichin result aligned with the streptococcus oralis; the expected optichin result for streptococcus pneumoniae would be susceptible. There is no adverse patient impact; the customer confirmed that the incorrect results were not reported to the treating physician. The strain was not submitted for investigation and therefore could not be tested by the investigation laboratory to confirm the organism identification. However, based on the customer¿s data, the correct identification was s. Oralis. Review of the vilink alert tool criteria confirmed that both instruments were in need of an instrument fine-tuning during the time the identification tests were performed. Review of the data also found the customer¿s spot preparation was not optimal. The calibrator ¿all peaks¿ values were heterogeneous. The fine tuning indicators acceptance criteria could be affected by the non-optimal quality of the calibrator spot preparation. In these conditions, it might not reflect the real status of the system. Good fine tuning and good calibrator spot preparation are a prerequisite for monitoring the system with vilink alert tool. Based on the investigation result, the most probable root cause of the misidentification results obtained by the customer was fine-tuning had drifted under the vilink alert tool criteria.